Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. Upon visual evaluation, two sides of the fixation tab had sheared off from the rest of the device. This is not an unexpected failure mode when the fixation tab is overstressed. The half of the fixation tab that sheared off from the rest of the device was not returned.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. While suturing the fascia, the fixation tab broke after the first stich. Another like device was used to complete the procedure. No adverse patient consequences were reported.